Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from dutch: "I had pricked the venflon in the vessel, seemed to be fine, but couldn't slide the needle out. It was very stiff. Had to take a new prick. Date when complaint occurred: (B)(6) 2022. The complaint was noted during commissioning of the product; this affected the patient.".

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from dutch: "I had pricked the venflon in the vessel, seemed to be fine, but couldn't slide the needle out. It was very stiff. Had to take a new prick. Date when complaint occurred: november 11, 2022. The complaint was noted during commissioning of the product; this affected affected the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-feb-2023. H6: investigation summary: a device history review was conducted for lot number 1359672. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in our investigation. During visual analysis our engineers were able to observe a bend in the needle, and a corresponding crease in the packaging unit, which suggests the device was damaged sometime after manufacture. The most likely root cause for the difficulty your facility experienced in disengaging the needle was related to the skewing of the needle, which may have been caused during transportation or storage of the device.